Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guide wire coating peeled off. During the procedure, a 035/260 (bx/3) magic torque guide wire was advanced to the lesion. However, it was noted that there was a blue coating peeling off outside of the patient, the wire was in the catheter in the body and it was seen that the blue coating itself was pulling away from the wire, to the piece of the wire that was outside of the patient's body. The device was pulled out and it was packed back up in the package. An additional wire was not needed and the procedure was done and completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the unit was returned with its original pouch. Overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device returned has the coating ptfe peeled at 71.1cm from the distal end. The outer diameter (od) dimensional was performed using the micrometer. The od dimensions of the proximal section, middle section and near the spring tip were found within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the guide wire coating peeled off. During the procedure, a 035/260 (bx/3) magic torque¿ guide wire was advanced to the lesion. However, it was noted that there was a blue coating peeling off outside of the patient, the wire was in the catheter in the body and it was seen that the blue coating itself was pulling away from the wire, to the piece of the wire that was outside of the patient's body. The device was pulled out and it was packed back up in the package. An additional wire was not needed and the procedure was done and completed. No patient complications were reported and the patient's status was fine.